Event description:
It was reported that a lead fracture was observed. The lead was capped and replaced. The patient condition was good after the event.

Event description:
New information notes that the capped portion was later explanted and returned.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.